Event description:
The user facility reported a 49-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The pump suddenly alarmed for continuous suction that was not resolved by normal trouble shooting which included decreasing p-level and repositioning under echo guidance. Decision was made to remove the pump for fear of clot ingestion. When impella was removed there was some thrombus that came out with it, but none on the catheter. On echo post removal it did appear that there was some thrombus in the left ventricle apex.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the thrombus and low pump flow issues has been completed since the original report was filed. The device was returned for investigation. As per clinical, continuous suction alarms were observed with low flow and thrombus was found during pump explant. Visually inspected and thrombus was observed to be ingested in the outflow cage and the impeller. No other abnormalities were found. Data logs were reviewed and suction event with motor current spike was observed causing the low flow issues. The cause of the low pump flow issue was due to biomaterial based on visual inspection and data log review.